Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported failure (erbe error c-34) was confirmed and reproduced. System logs showed (25913 c-34 errors). A visual inspection found the unit has no significant scratches or dents. The front bezel is in decent condition. The unit was placed on a golden system and was run in normal mode. Failure analysis concluded that no root cause could be attributed to this issue. As a result of these findings, the unit will be returned to the original equipment manufacturer (OEM) for additional failure analysis. The probable root cause is attributed to an electrical component failure.

Event description:
It was reported that during a da vinci-assisted pyelolithotomy surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding system error c-34 displaying. Tse recommended for the customer to perform a power cycle on the erbe. However, when the energy was activated, error c-34 continued to appear. The customer elected to use a third-party generator. The procedure was completinged as planned with no reported injury.

Manufacturer narrative:
The probable cause of error c-34 is attributed to a failure of the hf generator pcb, which was identified when device returned to the original equipment manufacturer (OEM).

Event description:
Refer to h11 for follow-up information.